Manufacturer narrative:
The reported ventricular oversensing was confirmed through egm review, device was found normal. Review of the segm's revealed oversensing exclusive to the vsense channel. The cause of the oversensing is consistent with an rv lead anomaly. Functional test results indicated normal device behavior. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's implantable cardioverter defibrillator was oversensing post-paced t-wave and noise leading to inappropriate shocks. The device was deactivated. The device was explanted and replaced on (B)(6) 2021. The patient was recovering.